Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting a casing condition issue. The patient stated that there was a battery compartment crack. The patient stated that they had a blood glucose (bg) of 300mg/dl with extreme drowsiness, difficulty waking up and confusion. The patient did not receive treatment above and beyond the routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged damaged cap and case issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump returned with a crack near the case seal of the battery compartment. No damage found to the returned battery cap; it is able to fully attach to the pump with no visible yellow o ring showing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.